Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.